Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported altered mental status (ams), gastrointestinal (gi) bleeding, respiratory failure, hepatic dysfunction, and infection could not be conclusively determined through this evaluation; however the account reported that the ams was due to elevated ammonia and hepatic encephalopathy in the setting of gi bleeding and early diabetic ketoacidosis (dka). A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding, respiratory failure, hepatic dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, although the reported pneumonia was not considered to be device related and the altered mental status was presumed to be due to elevated ammonia and hepatic encephalopathy in the setting of gastrointestinal bleeding and early diabetic ketoacidosis (dka), infection and other neurological event (not stroke-related) are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Neurological dysfunction is also listed in the heartmate 3 IFU as a potential late postimplant complication. Care instructions in regard to preventing infection are also provided in various sections of this IFU, including a section entitled "controlling infection.". The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted through the emergency department with altered mental status (ams) on (B)(6) 2020. The patient was found by his family with ams at home. Electroencephalogram results were negative. Ams was presumed to be due to elevated ammonia and hepatic encephalopathy in the setting of gastrointestinal bleeding and early diabetic ketoacidosis (dka). A positive hemoccult blood stool was obtained on (B)(6) 2020. However, no source was found during push enteroscopy and colonoscopy, which were both complete during hospitalization. The patient was intubated on (B)(6) 2020 due to worsening somnolence and inability to protect airway. Over the course of the hospitalization, blood cultures, respiratory cultures, and urine cultures were all negative. The patient was treated with vancomycin and cefepime for possible pneumonia. The patient was extubated on (B)(6) 2020 and then reintubated on (B)(6) 2020 due to increasing oxygen requirements. The patient successfully extubated on (B)(6) 2020 and was place on a high flow nasal cannula. The patient continued to have confusion; however, the patient was neurologically intact and moving all extremities. On (B)(6) 2020, the patient continued to have increased secretions and oxygen demands. A chest x-ray showed complete opacification of the lungs. The patient's wife notified for need for bronchoscopy and possible reintubation at which time the patient's family expressed their wish to make the patient a dnr (do not resuscitate) and withdraw care. The patient's vad was turned off and the patient passed away. The pump was reportedly not explanted.